Manufacturer narrative:
(B)(4).

Event description:
It was reported the rv lead exhibited high, out of range pacing lead impedance, high capture threshold and noise. The lead will be revised during a normal generator change out. No further information is available.